Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was over 300 mg/dl. Customer's blood glucose at time of call was 227 mg/dl. During troubleshooting, found air bubbles in reservoir. Customer declined to complete troubleshooting. Customer will not be returning the reservoir for analysis.